Manufacturer narrative:
The full lead was returned and analyzed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant procedure, the right ventricular (rv) lead which placed at the his bundle location was found to be capturing atrial rhythms rather than ventricle rhythms. The lead was removed and replaced with a new rv lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.